Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. Currently, the device remains in service.